Event description:
It was reported that the patient presented to the hospital with severe chest pain. Multiple x-rays demonstrated that the right ventricular (rv) lead had migrated and perforated the myocardium and entered the lung, causing pneumothorax. The patient experienced some diaphragmatic stimulation and the physician decided to reduce the device rv output to 0.1 v. The rv lead was then explanted, and the physician elected to also explant the device and atrial lead, despite good measurements, to avoid infection. Electrocardiography showed a stable rhythm and the patient experienced minimal pericardial effusion following explant. It was planned to undergo a new implant once the patient recovered from the pneumothorax. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the hospital with severe chest pain. Multiple x-rays demonstrated that the right ventricular (rv) lead had migrated and perforated the myocardium and entered the lung, causing pneumothorax. The patient experienced some diaphragmatic stimulation and the physician decided to reduce the device rv output to 0.1 v. The rv lead was then explanted, and the physician elected to also explant the device and atrial lead, despite good measurements, to avoid infection. Electrocardiography showed a stable rhythm and the patient experienced minimal pericardial effusion following explant. It was planned to undergo a new implant once the patient recovered from the pneumothorax. No additional adverse patient effects were reported. It was additionally reported that upon presentation to the hospital, there were no signs of ventricular capture. The body of the perforated lead could be seen in the right atrium, but it could not be identified to be crossing either of the atrio-ventricular valves on any of the imaging modalities. The physician's impression was that it had most likely been inadvertently placed in the middle cardiac vein at the time of the implant. After recovery, the patient received a new pacemaker system (non-boston scientific products). No additional adverse patient effects were reported.